Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. The iab was prepped per instruction and inserted without difficulty. "Soon after the pump began pumping the "high pressure" alarm rang. The patient was x-rayed and it was noticed "that the center of the balloon was not inflated." As a result, the iab was removed and replaced with another iab. There were no reported patient complications.